Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed bearing articular surface, catalog #: 42512200411, lot #: 63044154; persona all polyethylene patella, catalog #: 42540200029, lot #: 63390790; catalog #: 42502605801, femur cemented cruciate retaining standard left size 5, lot # 62768909; catalog #: 42509902525, 2.5 mm female hex screw 25 mm length, lot # 63265963. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Reported event was unable to be confirmed due to the fact that the product remains implanted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. The x-rays were reviewed and noted that the hardware is intact with no evidence of loosening and bone quality is normal. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00707, 0001822565-2017-07970 . Remains implanted.

Event description:
It was reported that the patient is experiencing stiffness in the knee. Patient underwent a manipulation under anesthesia on approximately a year and a half ago. Patient issues resolved the next day. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.